Event description:
It was reported that the stent could only be partially deployed. After an open surgical procedure to place a vascular arterial patch, the physician decided to support the vessel by inserting a stent. Reportedly, during deployment, the delivery system jammed. The stent could only be partially released, and could not be retracted into the catheter. In addition, the delivery system could not be removed. The arterial patch was re-opened, the stent was resected, and the delivery system was successfully removed. Another stent was placed, and the patch was re-closed. There were no residual clinical consequences to the patient.

Manufacturer narrative:
This event is being reported because this device is the same or similar to PMA #p070014, marketed in the united states. The device history records are being reviewed. The sample has been received and is being evaluated. The investigation is currently underway.